Event description:
The MFR received info alleging that the device failed to function while in pt use. There was no reported pt harm or injury. The MFR's investigation is currently ongoing and a follow up report will be submitted when the investigation is complete.